Event description:
It was reported by the customer that a pyxis medstation es system drawer did not detect on the communication bus, preventing user from removing the required medication propofol. The customer stated that there was a delay of 5 minutes in retrieving the medication from the other drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not detect on the communication bus due to bad boards. A field service engineer replaced the drawer board and the t board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.